Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found signs of repeated use (nicked or gouged) and is fractured. Review of the device history records identified no deviations or anomalies during manufacturing. The device has been in the field for 6+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured while impacting the trial. There was no patient injury as a result of the malfunction. Attempt for further information has been made, but no further information has been provided.